Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4-1 was unresponsive. A field service engineer (fse) found that all pockets were not detected, although power was present at the board. The fse replaced the drawer retractor band and tested the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station sicufront drawer 4.1was failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.